Event description:
End user reports on (B)(6) 2013 he had knee replacement surgery, at which time they placed an aquacel ag surgical dressing to his incision. On (B)(6) 2013 end user began experiencing itching under the dressing. He removed the dressing on (B)(6) 2013 and noticed a red rash area under the dressing.

Manufacturer narrative:
Based on the available info, the event was deemed a serious injury. End user stated the dressing was removed and left off on (B)(6) 2013. End user contacted his physician who at the time recommended the use of benadryl cream and hydrocortisone cream be applied to the affected area. The end user stated that the rash like area had not improved. The end user was advised to contact his physician. No add'l event info has been provided. A returned sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted.